Event description:
It was reported that the generator displayed an error 1 when powered on at start of procedure. The error could not be cleared and a second generator was used to complete case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the unit was returned to the analysis site due to the generator displayed an error 1 when powered on at the start of the procedure. The analysis site confirmed the customer complaint and replaced the main pcb to correct the error 1 issue. Per mammotome service manual performed service tests, no functional faults found.